Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A venous pressure high alarm occurred during a routine hemodialysis treatment, which could not be resolved by the operator. Rinseback was not performed due to the amount of time elapsed, resulting in an estimated blood loss of 190cc. The patient's standard epogen dose was increased. No other medical intervention was required.

Manufacturer narrative:
Review of the cycler treatment log file revealed that venous air alarms occurred prior to the reported venous pressure alarm. Further review indicates that the operator did not follow instructions correctly to resolve the venous air alarms which most likely led to the high venous pressure alarm. The exact cause of the air alarms cannot be determined but is unlikely disposable related as the prime and alarms test passed prior to initiating the treatment. The user's guide contains adequate information regarding probable causes of alarms and alarm recovery instructions. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff will review alarm recovery and rinseback procedures with the operator. Nxstage medical considers this report closed. No additional information will be provided.